Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 lead, implanted (B)(6)2006. (B)(4).

Event description:
It was reported that the left ventricular lead's high output contributed to excessive current drain&#63494;from the device battery, resulting in premature battery depletion. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.